Event description:
A pt [was] in the o.r. [Operating room] for open bypass. During the procedure the auto suture endo gia roticulator would not re-open after use while still within the pt. The surgeon did get the stapler open and there was no apparent injury to the pt. A second stapler refill was tried, which also would not open. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working), device malfunction - that is, the device did not what it was supposed to do.